Event description:
The caregiver (cg) stated she mis-spiked the supply bag and wanted to start over with a new setup. The baxter technical service representative assisted the cg to turn the homechoice device off and on and remove the cassette at the "load the set" prompt. The cg confirmed she would start over with a new cassette and bags. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report. The report was not confirmed due to a lack of sample. Based upon the information obtained from baxter's investigation, the root cause of the alarm was determined to be use error since the caregiver (cg) stated that she mis-spiked the supply bag. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A batch review was not conducted since there was no allegation reported against the baxter product by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.